Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low readings. The customer's blood glucose is generally 150+ mg/dl. The customer stated that sometimes the pump would not read and the customer had low readings in the 30s mg/dl. The customer treated low with food. The customer also mentioned high readings in the 400s mg/dl. The customer treated with the pump. The customer stated that the bleeding have caused the high and low readings.